Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: carving. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, the clip applier carved during advancement of the thumb advancer. The safety release button was pushed to manually close the vessel locator wings and the device was removed without incident. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.